Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient was hospitalized for severe headaches, nausea, and increased spasticity. The physician believes that there is a cerebrospinal fluid (csf) leak and confirmed there is no pump malfunction.